Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow up. Review of the transmissions revealed noise on the right atrial lead that caused multiple episodes of automatic mode switch. No intervention was performed, and the patient was in stable condition.

Manufacturer narrative:
Additional information: b5, d11, h6 (additional device code added).

Event description:
Related manufacturer reference number: (B)(4). Additional information: it was reported that there was some noise seen on the right ventricular lead as well. The noise on the atrial lead may be due to electromagnetic interference since the noise appeared when the patient was using an angle grinder, and when the patient stopped there was no more noise. Alternatively, the noise may be due to a possible broken filar. The patient would continue to be monitored, and there were no patient consequences due to the noise.